Manufacturer narrative:
The apollo micro catheter (model: 105-5097-000 lot: a571709) was returned for analysis within a shipping box; within a secondary box; within a primary plastic bio-pouch and within a secondary plastic bio-pouch. The (stryker) synchro guidewire was not returned. It is not known if the synchro2, synchro¿14 or synchro¿10 guidewire was used in the event. The synchro2 and synchro¿14 guidewires have a labeled maximum od (outer diameter) of 0.014¿, as per an online source. The synchro-10 guidewire has a labeled proximal od (outer diameter) of 0.012¿ and a distal od of 0.010¿, as per an online source. Per the apollo micro catheter IFU (instruction for use), the apollo micro catheter is not compatible with guidewires greater than 0.010¿ in diameter. Therefore, all synchro guidewires are not compatible for use with apollo. The apollo total length was measured to be ~171.0cm, the usable length was measured to be ~164.9cm which is within specification (specification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~25.8cm which is within specification (specification: 25.0cm +2cm -1cm). Upon visual examination, no damages or irregularities were found with the a pollo hub. No bends or kinks were found with the apollo catheter body. The 5.0cm detachable tip was found to be intact. No damages or irregularities were found with the distal marker band/tip. The apollo micro catheter was flushed, water exited from the distal tip. Upon microscopic examination, the apollo catheter body was found to be punctured at ~25.0cm from the distal tip. No other anomalies were observed. The apollo micro catheter was returned for analysis without the (stryker) synchro guidewire used in the event. Therefore, any contributing factors from the guidewire could not be assessed. However, it was found that synchro guidewires are not compatible for use with apollo. The apollo catheter body was found to be punctured at ~25.0cm from the distal tip. The apollo micro catheter was flushed, water exited from the distal tip. Based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿ was confirmed. Catheter puncture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire. It is also likely the use of an incompatible guidewire contributed to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the guidewire poked through the side of the catheter joint area at the distal end. As a result the device was replaced. The catheter was flushed as indicated per the IFU. There was no friction during delivery, nor was there kink/damage on the guidewire. The patient was undergoing surgery to treat a dural fistula. It was noted that the vessel tortuosity was moderate. Ancillary devices include a synchro guidewire.